Event description:
Information was received indicating that a smiths cadd® extension set displayed signs of leakage. It was reported that the set leaked at the at the connection point from the tubing to the remote bag. There was no reported injury to the patient.